Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support guided the customer through resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and was instructed to call back if the issue reappears.